Manufacturer narrative:
Physio-control failure analysis center further evaluated the removed user interface pcb assembly and was unable to duplicate the reported issue. Further root cause could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would intermittently not respond to button presses like the power on/off, the charging of the device, analyzing the heart rhythm, and the button to select the energy-level. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the event.

Manufacturer narrative:
(B)46. The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would intermittently not respond to button presses like the power on/off, the charging of the device, analyzing the heart rhythm, and the button to select the energy-level. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the event.